Event description:
Healthcare professional reported pt was 2 /12 hours into hemodialysis treatment on the 1550 device when pt. Appeared to "fade off." Blood pressure was taken and recorded to be down. A code was initiated and pt was transported to hosp via ambulance. Pt. Was placed on a ventilator and expired on 6/15/1998. Cause of death: acute myocardial infarction. Facility continued to use device following this event. No alarms were noted by health care professional and no device malfunction was indicated.